Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, the 78 y/o female patient had a knee revision for an unknown reason. Patient was revised to exactech implants. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain photos and x-rays. The devices are not available for evaluation due hospital would not allow to obtain devices.

Manufacturer narrative:
Updatedfields: b1, b2 and b5 corrected fields: d4, d6a, d6b, d10, g and g4 h6: corrected clinical codes, medical device problem code and component codes. Added investigation codes d10: 3689807 200-02-29 - three peg patella 29mm 2898672 02-010-03-0220 - logic cr femoral cem, left sz 2 2956763 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t 0y122 203-96-21 - (11-2714) non-exactech 2000 90x13/21x 1.9mm.

Event description:
It was reported that approximately 101 months after a total knee replacement procedure, the patient has experienced prosthesis wear, pain, stiffness, discomfort and weakness. No further issues or complications were reported. No additional information is available.